Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified liner is cracked in multiple locations and the barb of the liner is damaged. Additionally, the ring shows signs of damage. No other damage noted. The liner will not be sent to sem for fracture analysis as the cracks identified were caused by the surgeon upon removing the liner, as stated in the surgical technique. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the left hip arthroplasty. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: part # unknown / unknown head/ lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02682.

Event description:
It was reported that patient underwent a hip version surgery due the liner luxed from head component. The locking ring was noted to be in the correct position. Attempts have been made and additional information to the reported even is unavailable at this time.